Event description:
The customer called for a basic inquiry, but during the phone call the customer became unresponsive with a blood glucose reading of 44 mg/dl. Paramedics were called to assist the customer. However, the customer sent the paramedics away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.